Manufacturer narrative:
Field service engineers (fse) evaluated the sensor on the g8 analyzers at the customers' sites. The g8 analyzers were repaired and returned to operational status. The fses replaced the pia boards (sensors) to resolve the reported events. The 5 pia boards (sensors) were returned for investigation to the tosoh instrument service center (isc). Isc was able to confirm failure of the boards in 4 of the 5 events were likely due to faulty circuits. One (1) of the 5 events could not be replicated by isc.

Event description:
This report summarizes 5 malfunction events on the g8 analyzer. The review of these events indicated that the g8 analyzer experienced sensor error messages, which caused delayed reporting of hemoglobin a1c (hba1c) patient results. These reports were received from various sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting of test results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.

Manufacturer narrative:
H.11 corrected data: for corrected data, please refer to section g.5. PMA/510(k).

Manufacturer narrative:
The purge and uptake check valves were returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. Functional testing was performed, which confirmed faulty purge and uptake valves. The pia sensor was returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. Functional testing was performed, which confirmed a faulty pia sensor. The probable cause of the issue is due to faulty check valves and pia sensor.